Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon complained that the device kept jamming. The clips were falling out and the formed clips were crossing over when using this device to clip the cystic vessels. Unsure whether the surgeon used this device to complete the procedure or if another device was required. There was no adverse outcome on the surgery or the patient due to this issue. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition; the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 9 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.